Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the ring around the reservoir compartment became loose. The customer reported the damage during a bolus delivery. Customer stated the top rim part of the reservoir compartment became unglued from the rest of the reservoir compartment. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.